Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented on (B)(6) 2019 with over-sensed noise on the right atrial lead. During the procedure, it was noted that the right ventricular also had noise that was over-sensed. It was believed that the leads experienced clavicular crush. The leads were capped and replaced. The patient was stable throughout the procedure.